Event description:
The customer reported that a pt was transferred from the ICU to general surgical ward with a full 50ml syringe of morphine 50mg. Approximately 1.5 hour after the transfer, the nurse noticed that only 17mls of morphine was left in the syringe and 33mls was unaccounted for. Nurses described the pt as drowsy, but not drowsy enough to have had 33mls of morphine. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident. No additional info provided.

Manufacturer narrative:
(B)(4). Although requested, device has not been received yet. A follow up report will be submitted one the device has been received and an investigation has been completed.